Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the patient had underwent a series of dilatation procedures; the exact number of dilatations is unknown. During a diagnostic imaging exam following these procedures, it was noted that the protector cap from a cre balloon had been left inside the esophagus of the patient. The protector cap was removed from the patient. It was reported that during the initial dilatation procedure, the protector cap was not removed from the balloon prior to insertion through the scope. However, there were no issues with the balloon during the procedure and the procedure was able to be completed with this device. The patient's condition at the conclusion of the procedure was reported as fine. Additional information confirmed that this event occurred during an esophageal dilation procedure on (B)(6) 2013. It was also confirmed that during the procedure, the protector sleeve of the balloon was not removed prior to insertion of the device. The sleeve detached inside the patient and the physician had to go back in to retrieve the sleeve. The procedure was completed with another device. The patient was not harmed and there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the patient had underwent a series of dilatation procedures; the exact number of dilatations is unknown. During a diagnostic imaging exam following these procedures, it was noted that the protector cap from a cre balloon had been left inside the esophagus of the patient. The protector cap was removed from the patient. It was reported that during the initial dilatation procedure, the protector cap was not removed from the balloon prior to insertion through the scope. However, there were no issues with the balloon during the procedure and the procedure was able to be completed with this device. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past it's expiry date. (B)(4) for the reported event of protective sleeve detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
User facility medwatch report # (B)(4).